Event description:
Technician reports pt experienced overcorrection and induced astigmatism, post lasik surgery. At one week post op, pt stated experiencing poor vision, ghosting image, and vision being worse in the morning which remains. Physician notes, at one week post o visit: blur, displacement, and streaking of lights. Also noted that symptoms resolve with a handheld +0.75 sph lens, suggesting residual refractive is responsible for symptoms rather than small wrinkle below pupil. Physician notes, at three weeks and two month post op visit: micro striae, inferior pupil border. Right eye of this pt is reported under MFR report # 3003288808-2011-00036.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).